Event description:
It was reported that the 9800 system would not fluoro. Also the rotor was making noise. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable, x-ray tube, battery pack, and generator drive cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.